Event description:
Reporter alleges obtaining a blood glucose result of 800mg/dl which is outside device's numeric reading range of 10-600mg/dl on the advantage system. Values > 600mg/dl should display as "hi." Reporter also alleges a memory discrepancy, stating the 800mg/dl blood glucose reading was stored in the device memory as 258mg/dl. No hyperglycemic or hypoglycemic symptoms were reportedly experienced. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.